Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy procedure, at the first firing of the stapler, it got stuck and the doctor couldn't open it. The stapler was removed from the tissue applying some force in the opposite direction to the closing trigger of the stapler, since the release button wouldn't work, the doctor also used a grasper to "force" the tissue out of the stapler. Another device was used to complete the case. There were no adverse consequences to the patient.